Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was no longer on the system. Stated the insulin pump worked fine just the sensor kept giving to many inaccurate readings. Customer stated the last time he wore the sensor he woke up to blood glucose of 45 mg/dl and sensor was reading 110 mg/dl. No further information reported.